Manufacturer narrative:
The evaluation of the images contained the following: it was reported that a 25 mm gore cardioform septal occluder delivery catheter tip became separated from the delivery catheter. It appears to be separated proximal to the rapid exchange port on the delivery catheter. It was reported that the physician could not cross the defect and upon removing the delivery system, they noticed that the tip of the catheter was missing. Without additional images, the cause of the delivery catheter tip becoming separated cannot be determined. The physician was able to successfully remove the catheter tip. The physician ballooned the pfo to allow the catheter to pass through the defect successfully. A second 25mm gore cardioform septal occluder was able to close the defect without any issues.

Event description:
It was reported the physician was implanting a 25mm gore® cardioform septal occluder to close a patent foramen ovale. The physician attempted multiple times to cross the pfo with no success. They could not get the delivery catheter to cross the pfo over the guide wire. They could see the tissue tenting on the left side under echocardiography. While attempting to remove the device, the tip of the delivery catheter broke off on the tip of the introducer sheath. Upon inspection of the removed delivery catheter, it was noted that the radiopaque marker and guidewire port were missing from the tip of the delivery catheter. It was still on the guidewire just outside the tip of the introducer sheath. A balloon and larger sheath were used to remove the tip of the catheter without incident. The physician did not feel the piece break while pulling the catheter through the introducer sheath. The physician then ballooned the pfo and a second 25mm gore® cardioform septal occluder was implanted with no adverse effects. The patient was doing well following the procedure.

Manufacturer narrative:
The evaluation of the returned device showed the following: the lock release shuttle was in the unlocked position and the control shuttle was in the loaded position. The delivery catheter had a break approximately 7mm from the distal end. The guidewire port on the delivery catheter appeared pinched. The size and shape of the occluder and lock loop were unremarkable. All delivery system components including the sliding and locking mechanisms were unremarkable. The reported break in the catheter was confirmed during the evaluation. The delivery catheter appeared pinched which may have contributed to the break. Manipulation to the catheter could have contributed to the pinched appearance of the delivery catheter but cannot be confirmed from the evidence available. The appearance of the delivery catheter and the break is uncharacteristic of a manufacturing deficiency but cannot be confirmed from the evidence available. The difficulty accessing the defect could not be recreated during the evaluation; therefore, the cause is unknown and cannot determined from the evidence available.